Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer's parent stated that the customer's blood glucose level was around 150 mg/dl to 200 mg/dl, and possibly 170 mg/dl at the time of the incident. It was reported as 441 mg/dl during the call. The customer's parent also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high reading was not offered as the buttons were unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had unresponsive buttons at escape and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.